Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the endobronchial tube would not deflate. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed in addition to an inflation/deflation test. It was observed all the components were assembled according to manufacturing process and performed within specification. We are unable to determine the cause for this specific event however; the most probable root cause is the end user did not fully depress the white adaptor during the deflation. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the endobronchial tube would not deflate. Customer indicated there was no patient involvement with this event.